Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2022 to move the ipg pocket deeper.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the ipg pocket was moved deeper. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.